Event description:
It was reported that a patient underwent a balloon kyphoplasty surgery to treat a vertebral compression fracture. During the procedure, one of the balloons ruptured. Surgeon commented that the balloon might have had a distorted shape during inflation due to patient's hard bone which might have also resulted in the breakage. The event delayed surgical time within 15 minutes. No patient complications were reported.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.